Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states via phone call that her insulin pump is not working. Customer states that the pump is not giving him the insulin that he needs. Customer states that he already has been through troubleshooting for this issue before on (B)(6) 2017. Customer does not know his blood glucose level at the time of the call but states he was over 600 mg/dl all night. Customer administered a bolus and is still high in the glucose levels. Earlier readings of his levels registered at 346 mg/dl and he treated with an injection and also treated with dessert. Customer's wife states that she knows how to troubleshoot the pump and does not want to troubleshoot for the highs or lows he is having. Customer states that they will change out the infusion set if need be. The pump is not expected to be returned.